Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump's buttons became unresponsive while he was programming a bolus, and when he changed the battery the device alarmed with a button error. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the keypad anomaly and button error alarm. The customer did not recall any significant events leading to either issue. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
All buttons functioned properly. However, found corroded keypad traces. No button error alarm was noted during testing. No frozen screen was noted during testing, and the time clock advanced properly. The pump had a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a scratched reservoir tube window and a cracked display window.